Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 09 oct 2020 was reviewed. On (B)(6) 2016, the patient had a left knee arthroplasty to address osteoarthritis and pain. Depuy components including patella and depuy cement x2 were utilized. On (B)(6) 2018, the patient had a revision of the tibial component to address loosening and subsidence. The tibial component was noted to be loose, but the interface was unknown. The patella and femoral component were not revised. No complications were noted in the revision notes. Doi: (B)(6) 2016, dor: (B)(6) 2018, (left knee).